Event description:
It was reported that the patient was presented for a lead revision. The patient's right atrial (ra) lead was noted to exhibit high capture threshold and an over-sensing issue. The ra lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.